Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the emergency room (ER) and was diagnosed with blood glucose (bg) values that dropped to 86 mg/dl. For treatment, the patient was still waiting to see doctor. The pod was worn between 4 and 24 hours on the abdomen. The patient was discharged after 1.5 hours.